Manufacturer narrative:
Exact date unknown, event occurred seven years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 17204364/17204364. Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 serial: na batch: 17186957.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained.